Manufacturer narrative:
Device evaluation: carefusion was unable to duplicate the customer's reported issue. All testing was performed using a good known test patient circuit and test lung. The ventilator passed an extended 116 hour run-in test with the customer's settings without any unusual alarms or conditions. The ventilator failed the flow & o2 blending test from the ltv final test with slight non-conformities with the oxygen blending. This sight non-conformity does not affect the way the ventilator ventilates. Internal inspection does not reveal any abnormalities with the ventilator. The event trace log contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion has received the device in house and is currently in the process of evaluating the device. Once results become available, a follow-up medwatch report will be submitted.

Event description:
It was reported to carefusion that the unit was "not putting any pressure" out for ventilation. There was no patient involvement associated with this complaint. The incident occurred during an in service with staff.